Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400595044. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: detailed inquiry description: the arterial hub of the line that connects to the dialyzer is not glued or secured to the actual line. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (used) sample without packaging was submitted to the manufacturer for evaluation. Through visual examination, it was noted that the arterial connector on the blood set was missing from the end. The tubing was valued under magnification with little to no solvent observed on the end of the tubing. The reported defect is confirmed. A device history record (DHR) review was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process; a poor solvent application technique was presented in the line tube. An approved project is in place to further address issues with poor solvent application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.